Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to a permanent failure of the internal li-ion battery was observed. The device's internal battery needs to be replaced. Additionally, the device's rubber feet and cable clamp were missing and need replaced. The device's serial number/material number label was attached. No components were replaced. The device was scrapped.